Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported from the (B)(6) that during an unspecified surgical procedure it was observed that two battery devices ran out of charge. There was a five (5) minute delay in the procedure. It was not reported if a spare device was available for use. It was not reported if there was patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
It was further reported that the surgical procedure was completed with a spare battery device using the same power tool device. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root was determined to be due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.